Event description:
It was reported that a patient was scheduled to undergo an unspecified breast surgery with mentor memorygel xtra breast implant 365cc gel breast prostheses that were both discovered to be ruptured during surgery. The devices were not implanted in the patient and there was no reported patient consequence. The procedure was completed with different devices (mentor memorygel breast implant 375cc gel breast prostheses). This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information received, during the procedure the breast implant was discovered to be ruptured. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured and it was inside a thermoform. As the product involved in this complaint was discarded, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).